Event description:
A complaint of premature battery depletion shortly after undergoing a revision surgery was reported. Monopolar electrocautery was reportedly used during the revision surgery. The complaint of battery depletion was confirmed and the decision was made to replace the patient's precision implant.